Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent stent placement procedure. It was reported that during follow-up visit on (B)(6) 2025, the stent was allegedly fractured. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: h10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: g3. H11: b1, b5, e1, h1, h6 (patient). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024 a 39-year-old female patient underwent a stent placement procedure for the complete occlusion of superior vena cava, stenting of right subclavian vein to superior vena cava to 12mm via right upper extremity graft site using venovo venous stent. Sometime post a stent placement, the patient arm/neck right side allegedly swelled and the stent allegedly fractured. The patient is awaiting re-treatment.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided image demonstrates the placed stent inside a vessel curve, and the stent is fractured in two sections. One fracture in the curved section (multiple strut fracture), and a second fracture towards the end of the stent which is a complete transversal fracture with axial disposition. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system for regular deployment. Regarding pta the instruction for use state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Regarding access/ accessories the IFU state: 'gain femoral, popliteal or jugular access utilizing an appropriate introducer sheath.' Under required materials the instruction for use state: '8f introducer for stent diameters of 10 mm and 12 mm (...) 0.035 inch diameter guidewire' based on the IFU, stent fracture is a potential adverse event that may occur. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. H10: g3. H11: h6(method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024 a 39 year old female patient underwent a stent placement procedure for the complete occlusion of superior vena cava, stenting of right subclavian vein to superior vena cava to 12mm via right upper extremity graft site using venovo venous stent. Sometime post a stent placement, the patient arm/neck right side allegedly swelled and the stent allegedly fractured. The patient is awaiting re-treatment.